Manufacturer narrative:
Patient¿s initials: (B)(6). Patient¿s weight not provided by reported. Unknown if device was explanted, however revision surgery was scheduled for (B)(6) 2015. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the titanium trochanteric fixation nail (tfna) blade cut out of the head postoperatively and a revision surgery had to be scheduled for (B)(6) 2015. The patient is said to have walked on the implant, disregarding the surgeon's directions not to. It was additionally reported that the patient fell and had x-rays taken which confirmed revision surgery necessity. This is report 6 of 6 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.